Event description:
It was reported to philips that the system failed to bootup completely. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was used during planned treatment. The procedure got delayed less than 20 minutes and completed after several restarts. It was reported to philips that the system will not boot to application screen fails to load. In the previous work order, fse replaced the x-ray pc for the imaging issue, which enabled components to boot but the application screen failed to load. A follow-up inspection was scheduled in this work order. Upon onsite troubleshooting, fse inspected the system and found a video card failure with the x-ray pc. The fse replaced the defective x-ray pc. After replacement, the issue persists, and to resolve the issue, fse reloaded the software, performed several reboots, and reseated cables in the cabinet. After replacement and repairs, the system was returned to use in good working order. The codes were updated based on the investigation outcome.